Manufacturer narrative:
Evaluation revealed the nail handle t2 tibia to be the subject product. No further associated products were reported. A review of the inspection records revealed no discrepancies. The device was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation did not reveal any discrepancies in material or manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to rockwell revealed the hardness of the material being within specified parameters. Significant fretting marks running over the whole circumference were visible inside the tube of the nail handle. Fretting marks are a rare but known reaction. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion. In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicated that most likely cold welding was occurred in the actual case. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. Cold welding also affects the outer surface of the nhs. Most likely the used nhs is no longer usable, too. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). If the used nhs was the new or old design could not be determined because it was neither reported nor returned for investigation. Based on the above, the root cause of the reported event was not device related, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by nurse of the hospital, that the nail locking screw can't be inserted.

Event description:
It is reported by nurse of the hospital, that the nail locking screw can´t be inserted.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.